Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the device exited the scope, the needle was already extended out of the sheath and was bent at a 90 degree angle. The needle could not be retracted back into the sheath due to the bend, but it was able to be removed through the scope without issue. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) for the reported event: needle could not be retracted. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the device exited the scope, the needle was already extended out of the sheath and was bent at a 90 degree angle. The needle could not be retracted back into the sheath due to the bend, but it was able to be removed through the scope without issue. The procedure was completed with another rx needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the working length of the device to be twisted and the needle bent. A functional evaluation was unable to be performed due to the condition of the returned device. Review and analysis of all available information indicated the most probable root cause for this event is operational context, since procedural or anatomical factors could have affected the device integrity and its performance. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.